Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of the investigation was very limited and the reported needle-to-cuff miss could not be confirmed. Evaluation of the returned device found no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have been occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. Also, there were no abnormal observations that could contribute to the reported needle-to-cuff miss. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the investigation findings, the reported cuff miss could not be confirmed and a cause related to the device could not be determined. However, contributing factors for the reported cuff miss included, but not limited to, 1) manufacturing deficiencies; however, the needle trajectory of every device is checked during manufacturing. 2) anatomical conditions; however, there were no challenging anatomical conditions reported. 3) deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incident that exhibited the reported product experience. Overall, in review of these incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.